Event description:
It was reported that this implantable pacemaker device was not functioning properly as the patient experienced a low heart rate of thirties. Boston scientific technical services (ts) referred the patient to the clinic for a report and patient symptoms. As of this time, this device remains in service. No adverse patient effects were reported.